Manufacturer narrative:
Date sent to the FDA: 01/03/2020; additional h-6 patient codes: 1930; additional information: a1, a2, b7, d6, d7; corrected information: b3. Corrected b5 narrative it was reported that the patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted easily. In 2011, the patient presented with recurrent urinary tract infection, recurrent candida, vaginal infections, dysparenia and vaginal burning sensation. Because the symptoms continued to drag on, both gynecological and urological checks were carried out further on. In 2014, the patient also experienced kidney stones, there is still one kidney stone left. It was concerned cystitis in 2016, treated with norfloxacin, eusparim and furadantin for symptoms, with negative cultures. Before (B)(6) 2017, the patient experienced a vaginal burning sensation not related to urination and abdominal pains that could be treated with spidifen but not with other drugs, nausea, even with vomiting. As of (B)(6) 2017, the patient was free of complaints after a one-time treatment of 2 weeks with amoxiclav; cultures were negative. Cystoscopy results were negative, and it was said that the band "would explain all symptoms", that the tape was not located intravesical. The patient was seen on (B)(6) 2017. There was vaginal pain, not always and the patient would get small ruptures, always dry. There was no stress incontinence and remaining exam was normal and during a deep pelvic examination pain could not be provoked. Previous exams revealed that there were no exposure of the sling and no erosions. However, tangible trajectory, relatively anterior, movable, and that mobilization mimics in a certain way the dyspareunia. The doctor opined that hardly defined general complaints, that aren¿t related to the tape, neither in time, now also disappeared. The patient had local complaints when touching the tape and the doctor opined that those complaints should be considered by the patient against a revision surgery and potential return of stress incontinence complaints. Ultrasound was done on (B)(6) 2018 due to persistent pain and uti since 2009 and sling was only visible between pubic rami. The test revealed that the mesh was positioned symmetrical, horizontal under the urethra, close contact with the urethra seems visual but needed cystoscopy to confirm. The mesh was usually indicated as the cause and must be removed. During a gynecological check, it was noticed that the mesh was exposed. Examination under anesthesia, cystoscopy and complete mesh removal along with vaginal reconstruction and urethroplasty were performed on (B)(6) 2018. Examination under anesthesia revealed a grade 1 cystocele and rectocele with tendering around the mid-urethral point; the mesh could be felt about to come through the skin on both sides of the anterior sulcus. The mesh was placed in the mid to distal urethra but closer to the distal urethra than it was to the mid-point. Following infiltration into the tissue, one was able to open up the space and actually retrieve the mesh. It was fairly tightly applied and extremely fixed on the right adductor muscles. It took quite a lot of dissection with partially opening part of muscle to retrieve the mesh on the right-hand side. On the left-hand side the mesh was much more friable and actually separated at one point. Therefore, it took slightly more time to actually backwards towards the lower part of the obturator fossa and to retrieve the mesh. There is some scar tissue left in-situ. Then urethroplasty and vaginal reconstruction was done with observation of thin vaginal skin. The patient was prescribed with ovestin cream. On (B)(6) 2019, after the last surgery, there has been no recurrent incontinence and the number of infections had clearly been reduced.

Manufacturer narrative:
Only pictures were received for analysis. Upon visual inspection of the pictures, pieces of an used mesh could be observed. However, no conclusion could be reach on what caused the issues due to the sample was not returned for analysis. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions to the patient: if in your possession, may we have a copy of your operative report? A copy of mesh removal procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name and contact information? Questions to the hp: the patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Product lot number? What were symptoms developed by the patient? Onset date/time of the pain from surgery? Location and character of the pain? Onset of urinary tract infection from the surgical procedure? What medical intervention was performed? Results? Were cultures performed? Results? What was indication for the mesh removal in 2018? Please provide surgical findings of mesh removal procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were symptoms resolved after the mesh removal?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2009 and the mesh was implanted. After the procedure, the patient developed pain and recurrent urinary tract infections with increasing intensity. The mesh was removed in 2018. To date, the patient still has sequela. Additional information has been requested.